Event description:
It was reported that during training, the cardiosave intra-aortic balloon pump (iabp) unit had autofill issues. There was no patient involvement.

Event description:
It was reported that during training, the cardiosave intra-aortic balloon pump (iabp) unit has filling issues. There was no patient involvement.

Manufacturer narrative:
Additional information: e3 is unknown (initially it is submitted as "other healthcare professional"). It was reported that the cardiosave intra-aortic balloon pump (iabp) facing "autofilling" issue, during training session. A getinge field service engineer (fse) tested the device and calibrated as per specifications. Found user error during training session. Device is working within specifications. Unit was returned to customer and cleared for clinical use. Patient involvement is not there.

Event description:
N/a.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit has filling issues. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.